Event description:
It was reported by customer that the white cuff was pulled 1cm out of the incision site. Verbatim: rcc received a complaint via phone. Pir attached requesting troubleshooting assistance with a pleurx device. States his patient is currently on hospice and her daughter noticed the white cuff was pulled 1cm out of the incision site. The device was placed 9/19/2024. They are still able to drain fluid from the device and removed 1l at her last drainage. The physician is inquiring if the device has to be removed if the cuff is showing. 01/22 - called customer - what was the impact to the patient? No impact, - how was the issue resolved? The catheter was replaced. - please confirm if the cuff was loose? By the time the pt was brought to the hospital it was extremely loose so we changed it. - was the cuff accidently pulled? We cannot tell - was catheter replacement necessary due to a loose cuff? Yes - is there a photo or sample available showing the reported issue? If yes, please provide mailing address and email address. None - was there any medical intervention required including diagnostics, procedures, and treatment delay? No injury - how long has the catheter been in place? (B)(6) 2024. - where is the catheter located? Abdomen or chest - chest - can you please provide an exact date of event in format dd-mmm-yyyy? Not available - can you please provide the material and lot number associated with reported issue? Not available, pt has terminal cancer and in hospice, in-house and not in the hospital.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010402 patient problem code: f1905 h10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a probable root cause for this reported failure mode could not be determined, there was not enough information to fully investigate this incident as a lot number, photos or physical samples were unavailable for analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the white cuff was pulled 1cm out of the incision site. Verbatim: rcc received a complaint via phone. Requesting troubleshooting assistance with a pleurx device. States his patient is currently on hospice and her daughter noticed the white cuff was pulled 1cm out of the incision site. The device was placed (B)(6) 2024. They are still able to drain fluid from the device and removed 1l at her last drainage. The physician is inquiring if the device has to be removed if the cuff is showing. 01/22 - called customer on (B)(6) was transferred several times, was able to get dr (B)(6) who advised - was only inquiring to know what are the best steps, I do not have a complaint, we were having a debate on next steps due to the inquiry from pt's daughter. What was the impact to the patient? No impact. How was the issue resolved? The catheter was replaced. Please confirm if the cuff was loose? By the time the pt was brought to the hospital it was extremely loose so we changed it. Was the cuff accidently pulled? We cannot tell. Was catheter replacement necessary due to a loose cuff? Yes. Is there a photo or sample available showing the reported issue? If yes, please provide mailing address and email address. None. Was there any medical intervention required including diagnostics, procedures, and treatment delay? No injury. How long has the catheter been in place? (B)(6) 2024. Where is the catheter located? Abdomen or chest - chest. Can you please provide an exact date of event in format dd-mmm-yyyy? Not available. Can you please provide the material and lot number associated with reported issue? Not available, pt has terminal cancer and in hospice, in-house and not in the hospital.